Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: hto complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent an unknown surgical procedure for unknown reason. While reaming the femur with a 10.5mm reamer irrigator aspirator (ria) 2 head, the head broke off and left the four tabs in the femur. Then opened a 11.5 head, and it broke the second or third in and out motion. The surgeon then passed regular reamer to size 11mm and completed the case with an additional 11.5mm ria 2 head. Case delayed by 40 minutes. The surgeon retrieve the 8 metal tabs that were left from broken heads. The procedure was completed successfully with a surgical delay of 40 minutes. There was no patient consequence. This complaint involves three (3) devices. This report is for (1)10.5mm reamer head for ria 2 sterile. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.